Manufacturer narrative:
Evaluation results/conclusion: failure to follow instructions: IFU states not to use a catheter that has been damaged. (B)(4).

Event description:
The physician was treating a below the knee lesion with an amphiprion deep otw. When the device was removed from packaging the balloon had a visual kink. Physician used the balloon in hope that this kink would disappear during inflation however the balloon ruptured. The physician then opened a second amphirion deep, again a visual kink was noted. Balloon was used but again the balloon ruptured. The procedure was finished with another amphirion deep without any problems. Patient was reported to be well.

Manufacturer narrative:
Root cause most likely device handling related.

Event description:
Evaluation summary: traces of radio opaque solution detected inside the device. A kink was detected on the guide wire tube under the balloon, at about 30 mm from the tip. The guide wire was inserted and no particular friction detected. An attempt to inflate the balloon was performed connecting a manometric syringe to the device and no leak detected. The balloon was inflated for 10 minutes at 8bar and no leakage detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.